Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that two days prior, the pt reported that he could no longer feel magnet mode stimulation as he has in the past. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Treating neurologist plans x-rays to evaluate the device. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Further follow-up revealed that this pt had been scheduled for revision surgery. Report is incomplete because device tracking info was not forwarded to MFR at time of initial implant.